Manufacturer narrative:
Ocd performed retained testingand a batch review. Results were satsifactory. (B)(4).

Event description:
Customer reported that a patient with a positive antibody screen did not react with vra163. Further testing performed with ficin treated cells from a 0.8% resolve panel c reacted 3+; anti-e was identified. No erroneous results were reported.